Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited longevity calculations from 2.5 years to 1.5 years in a span of 3 months. Boston scientific technical services (ts) discussed that most likely due to the adjustment for programming of the device. This device remains in service. No adverse patient effects were reported.